Manufacturer narrative:
(B)(4). Evaluation summary: as received, all three prosthetic valve leaflets had cut sections which were not returned with the valve. Moderate to heavy calcification was observed in the remaining cusp area and free margins. Calcification could have restricted mobility in the leaflets and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue at the outflow aspect, at the inflow aspect, and into the orifice. Host tissue was moderate to heavy at the stent inflow and stent outflow. The explanted valve was returned to edwards for analysis. Customer report of stenosis could be confirmed. It appears that calcification caused the patient's stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are possible with the available information.

Event description:
It was reported that a (B)(6) male underwent a valve explant after an implant duration of approximately ten (10) years. Through follow up with the health care provider, it was learned that the reason for explant was due to stenosis. Per the obtained records, the prosthetic aortic valve leaflets were thickened and stenotic. This was excised and the annulus was sized to a 23 mm carpentier-edwards perimount magna ease pericardial bioprosthesis. "The valve was examined and appeared to be seated appropriately." The patient was then weaned from cardiopulmonary bypass and transferred to the coronary care unit.